Manufacturer narrative:
(B)(4). Pump received with cracked case at display window corners, broken battery tube threads, missing reservoir tube o-ring, cracked reservoir tube and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place.

Event description:
It was reported that the insulin pump had physical damage. It was stated that there were missing pieces around the reservoir compartment and where they insert the battery cap. Customer mentioned a duct tape and elastic band had to be used to keep the battery in place. Blood glucose level was 7.5 mmol/l at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.